Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been going low. Customer stated that it typically goes low from 5 am to 7 am. Customer feels that she might need some adjustments. Customer stated that the sensor will alert her and she has been suspending her basal delivery to bring up her blood glucose. Customer stated that this has interfered with her sleep. Customer also mentioned that at this time period, their sensor glucose will be in the low 50's or 60's mg/dl. Customer's blood glucose will be 80-90 mg/dl. Customer stated that the rest of the accuracy is very good for the rest of the day.